Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. No specific device was identified, no medical records have been provided and no product has been returned. No conclusion can be drawn at this time. No initial reporter contact information included on the maude report, therefore no follow-up can be made. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Information obtained from maude event report (B)(4): on (B)(6) 2008, patient underwent a hernia operation with "large marlex polypropylene hernia mesh and a plug" implanted. The patient reported burning sensation, felt hot and ecchymosis from umbilicus to bilateral knees. The patient was evaluated by neurologist and prescribed medications w/o relief. On (B)(6) 2010 - patient underwent surgical removal of the mesh and plug and reported improvement with some intermittent pain.